Event description:
Pt who originally underwent a right total hip arthroplasty in 1987 admitted with recurrent hip dislocation. The pt required revision arthroplasty in 1993 for multiple dislocations. Both of these surgeries were done at another facility. The pt did well until in the last 1-2 months pt has had 4 partial dislocations that pt was able to realign on their own. This time however pt bent down and felt their hip dislocate and they were unable to get it to realign. In 2000 the pt was taken to surgery for revision arthroplasty due to recurrent dislocation. Range of motion at the time of surgery revealed that the pt had a tendency toward posterior dislocation and conversion to a constrained prosthesis would be necessary if the pt was to have stability within the hip.